Event description:
Sorin group (B)(4) received a report that the pump speed of the scp fluctuated unexpectedly during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump speed of the scp fluctuated unexpectedly during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative disassembled the unit and re-seated all connections, then ran the system for approximately 2 hours and no problems were found. The reported issue could not be reproduced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.